Event description:
A few hrs after catheter placement, during a dressing change, the catheter broke off at the hub strain relief. The rest of the catheter was removed from the pt without incident and a new catheter was inserted. No pt injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 2 french catheter. Only the catheter hub and t-lock extension set were returned for evaluation. Overall length measures 8 cm. Lot history review showed no prior product complaints of similar nature. The catheter broke within the hub. No catheter tubing was returned for evaluation. The catheter hub was dissected just distal to the break site in order to visualize the tubing. Under 50x magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertantly be broken."